Event description:
The complainant stated that the bed has no power due to fluid ingress onto the power supply board.

Manufacturer narrative:
The account replaced the power supply board to repair the bed.